Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 176 mg/dl. The customer stated they are unable to exit the preparing to prime loop. The customer was advised to hold down until they received 2nd series of beeps and/or numbers appears on the display. The customer stated that pump is delivering insulin and it is hearing the beeps but no numbers are scrolling on the screen. The customer was advised that the device would be replaced. The customer was advised to revert to a backup plan.